Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products: item number: 110024465, item name: g7 dual mobility liner, lot #: 706010; item number: 010000666, item name: g7 acetabular shell, lot #: 6295711. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 08217, 0001825034 - 2018 - 08216. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during an initial hip arthroplasty two liners would not seat into the shell. The shell was removed after two liners were attempted to be implanted. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. UDI# (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection found heavy scratching and gouging on the liner's outer radius. The hole features of the shell have been deposed into the liner. The barb has been roughened through contact with the shell. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 08216 - 1, 0001825034 - 2018 ¿ 08217 - 1.

Event description:
No additional patient consequences were reported.